Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. Unable to perform self test and displacement test due to no button response. No frozen screen noted.

Event description:
Customer reported via phone call that they went to give bolus and the whole screen of insulin pump was frozen. Customer's blood glucose value was 92 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they changed the battery and it started working perfectly fine. Customer states insulin pump had stuck on bolus screen, when they hit the act button to bolus that was where it got stuck. Customer was not calling back with a frozen display after installing a new battery for previous frozen display issue. Customer reports no alarms occurred during or after, the buttons stopped responding. Customer states screen was not blank after inserting new battery and time was advancing. The device will be returned for analysis.